Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video processor exhibited error code e-222 (output problem) on display. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. The event could have occurred due to faulty transmitter and receiver (rx) module. However, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The issue was found during maintenance by the customer.